Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope delivered a cloudy image. It appeared there was condensation inside the scope. A new unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).